Manufacturer narrative:
The investigation determined the event was due to a maintenance issue at the customer site. The issue was solved after the customer cleaned the sample probe. Product labeling, "maintenance schedule" documents cleaning the sample probe as part of daily maintenance to be performed by the customer.

Manufacturer narrative:
The field service engineer (fse) advised the customer to clean the sample probe. The customer has not had any further issues.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for g-glutamyltransferase ver.2 (ggt-2) on a cobas 6000 c (501) module. The initial result was 2 u/l. The repeat was 22 u/l. No questionable results were reported outside of the laboratory. The ggt-2 reagent lot number was 55256501 with an expiration date of 28-feb-2022.